Event description:
This was completed by an rn on the patient unit: I went to the medication room by pod b and took out normal saline bag for my patient. As I opened the bag I noticed in a corner there was mold on the outside of the bag.the pharmacy manger stated that the bags are delivered on a skid sometimes wrapped and sometimes not in outside shipping boxes that can and do get dirty.while pharmacy was removing the product, they found another IV bag that had a spot on the actual IV bag not on the outside wrapper of the bag. ======================manufacturer response for IV bag, (brand not provided) (per site reporter).======================this is what the rep from baxter told the pharmacy manager: just fyi, they will investigate this thoroughly but I have seen something similar, not making any assumptions here, but this may end up being grease that somehow got on the conveyor line during manufacturing. They will identify investigate this though and get back with you.